Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4) - the device has not been received by carefusion.

Event description:
The customer reported model palmtop ventilator revel malfunctioned while setting up bilevel positive airway pressure (bipap) therapy for patient prior to critical care transport. The revel ventilator would not cycle. All settings were copied from in-hospital (bipap). The respiratory therapist attempted to troubleshoot with no success. The revel ventilator passed post (power on self-test) but no change after turning ventilator on and off. Patient was placed on high-flow oxygen via non-rebreather mask for transport. Upon further investigation, the customer reported patient did desaturate to 93% during transport but no other allegation of harm noted.

Manufacturer narrative:
Per results of investigation, carefusion service technician was unable to duplicate reported malfunction. The ventilator passed extended testing at customer settings. The ventilator did fail final test measured at bias flow. The unit was out of specification by .4 liters per minute. The service technician replaced blower module and unit passed all testing.